Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Upon device preparation, it was found that the distal end of the dilator was frayed with a sharp edge. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced device was returned with only a dilator. No faradrive steerable sheath was returned for investigation. Visual and microscopic inspection confirmed that the dilator tip was damaged. The damage on the dilator was noticed during preparation.

Event description:
It was reported that dilator tip damage occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Upon device preparation, it was found that the distal end of the dilator was frayed with a sharp edge. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath was returned for laboratory analysis.